Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 16th of july 2020, getinge became aware of an issue with one of our light ¿ hanaulux. As it was stated by the customer during the childbirth the light head detached from the arm. No injury has been reported due to described issue, however we decided to report this case based on potential as any part falling down could led to serious injury. Manufacturer's reference number (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an incident with one of surgical lights- hanaulux 2005 device. It was stated that the safety ring broke and light head fell on the ground during the surgery. It was established that when the event occurred, the surgical light did not meet its specification due to lack of maintenance and it contributed to event. In the time when the event occurred the device was being used for the patient treatment. During the investigation it was found that there is no apparent trend with the issue at hand and that the reported scenario has led once to serious injury or worse. It was found that the possible root cause of this event is degradation of the plastic safety sleeve, which after a long period of use, can distort or deteriorate through the use of aggressive cleaning products or disinfectants. The malfunctioned part ¿ a safety sleeve - should be checked every 6 months during recommended maintenance as described in the chapter ¿inspection by the operator¿ in the user manual for hlx 2000 device 56351039/e. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided.